Manufacturer narrative:
Due to additional information provided, the fields b5 (describe event or problem), f10 and h6 (device codes (1)) were updated. Thus, this supplemental report is being field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an nrg transseptal needle was selected for transcatheter myocardial ablation. During the procedure, nrg needle energized, however, it was not able to cross through the septum. Also, it was reported that the output from the needle could not be performed properly. Thus, the needle was replaced with another same model needle and the procedure was completed successfully. No patient complications were reported. Device is not returning as it was discarded in facility. It was further reported that the rf delivery was attempted twice, it appears that foot switch was pressed 2 (two) times, and the bmc rf generator was in ready mode at the time. The needle was shaped manually prior to the procedure. No other issues were reported.

Event description:
It was reported that an nrg transseptal needle was selected for transcatheter myocardial ablation. During the procedure, nrg needle energized, however, it was not able to cross through the septum. Also, it was reported that the output from the needle could not be performed properly. Thus, the needle was replaced with another same model needle and the procedure was completed successfully. No patient complications were reported. Device is not returning as it was discarded in facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an nrg transseptal needle was selected for transcatheter myocardial ablation. During the procedure, nrg needle energized, however, it was not able to cross through the septum. Also, it was reported that the output from the needle could not be performed properly. Thus, the needle was replaced with another same model needle and the procedure was completed successfully. No patient complications were reported. Device is not returning as it was discarded in facility. It was further reported that the rf delivery was attempted twice, it appears that foot switch was pressed 2 (two) times, and the bmc rf generator was in ready mode at the time. The needle was shaped manually prior to the procedure. No other issues were reported.

Manufacturer narrative:
The device was not returned for analysis. Based on the available information, there was no evidence found to indicate a manufacturing or design-related issue. Therefore, the reported allegation of failure to cross was not confirmed. However, labeling review was conducted, and it was determined there was evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use, which warns the user to 'do not bend the nrg transseptal needle. Excessive bending or kinking of the needle tip may damage the integrity of the needle and may cause patient injury. Care must be taken when handling the needle.'.